Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have error(s) 32056 and 1123 in system log pointing to axes controller arm (aca) indicating an inter-integrated circuit (i2c) fault on pitch axis. The usm was installed onto a golden system where it triggered an error 32056 during power up. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the agc current test failed on the pitch assembly. The probable root cause of reported faults on usm1 is attributed to the communication errors on pitch searchlight assembly.

Event description:
It was reported that during a da vinci assisted surgical procedure, the universal surgical manipulator (usm1) on patient side cart (psc) was faulting with non-recoverable errors. Customer needed all four usms therefore, they aborted to their da vinci 5 (dv5) system. An intuitive surgical inc., (isi) technical support engineer (tse) confirmed the errors via system logs. The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.